Manufacturer narrative:
2490h10 remote monitor implanted: na. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not able to establish telemetry with the implantable pulse generator (ipg). Troubleshooting exhausted and the patient was referred to device clinic for follow up in-clinic to rule out any potential implanted device concerns. The ipg and remote monitor remain in use. No patient complications have been reported as a result of this event.